Event description:
It was reported that at the one month post-operative visit for the patient¿s implantable neurostimulator (ins) it was noted that the lead component had eroded through the skin and was coming out on the scalp. The leads were placed subcutaneous at implant at the posterior skull location and the right lead eroded through the skin which exposed to contacts. The patient also pointed out that the lead was in their hair. There was no drainage or redness associated with the issue. The surgeon planned to irrigate, debride, and suture the wound closed. It was noted that the patient never lost stimulation (since implant) and that they had therapy. A surgical revision was then performed on (B)(6) 2015 where the exposed portion of the lead was buried and the area irrigated with antibiotic solution. The exact cause of the erosion through the skin was unknown although the neurosurgeon believed that the patient scratched their head too much. The patient was to be prescribed 14 days of antibiotics and was to return to the healthcare professional¿s (hcp) office on or around (B)(6) 2015. As far as was known, the patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).